Event description:
It was reported this snare was advanced into a patient's colon and upon attempted use the loop detached in the patient. Uneventful retrieval utilizing forceps followed. Another device was used to complete the procedure. There were no patient complications. The device has been destroyed by the user facility, therefore, no failure analysis will be available.